Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a radiofrequency atrial fibrillation procedure, air was aspirated from the side port. This occurred after the sheath was inserted and a non-abbott medical device (thermocool smarttouch sf) catheter was advanced into the left atrium. Multiple attempts were made to remove the air, but it could not be completely removed. The sheath was replaced and the procedure was completed with no adverse patient consequences.